Event description:
Lead technologist was using the mynx closure device. When pulling back the sheath, after deploying the mynx plug, there was no white advancing stick present to hold the plug in place while removing the device. The technologist then deflated the device balloon and held manual pressure. There was no harm to the patient in this event.